Manufacturer narrative:
(B)(4). Batch #: v94g95. Did the titanium blade tip brake inside the patient?----yes if so, what efforts were made to locate the missing piece? Removal of broken piece was performed by endoscopic finding. Was the broken piece retrieved?----yes. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic hysterectomy, when using the ultrasonic scalpel to cut and coagulate, the operator performed routine operation, intraoperatively the titanium tip was broken. Immediately changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. After investigation, the patient was a 58-year-old female. On september 30, 2021, the patient underwent uterine cavity examination due to "endometrial malignant tumor". The surgeon used harh36 manufactured by our company. The device was non-reusable, and the operator complained that the device was normally installed. When the tissue cutting and coagulation were performed, the blade tip fractured, and the broken tip was found and retrieved. No patient injury event occurred during this period. The surgeon changed another device with the same product code to complete the subsequent surgery successfully. The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received.